Event description:
It was reported that 2 sharps collectors eclipse 1qt were missing their lids. The following information was provided by the initial reporter: "I have confirmed with product manager that the sharp container #bd367216 comes with a lid. The customer is missing the 2 lids for this product ordered on original order 65372181."

Manufacturer narrative:
H.6. Investigation: no photo or sample was received for the customer's complaint of missing lids. Without further information like a physical sample for investigation, the root cause of this failure remains unknown. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported of the part number reported (367216) additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months (sep-2020 thru sep-2021). H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 sharps collectors eclipse 1qt were missing their lids. The following information was provided by the initial reporter: "I have confirmed with product manager that the sharp container #bd367216 comes with a lid. The customer is missing the 2 lids for this product ordered on original order (B)(4)."